Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2218-50e serial: (B)(4) description: trial linear st lead, 50cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing knee pain as soon as she woke up after the trial procedure. The physician believed that the knee pain was directly related to the device or procedure. It was noted that the patient had an extremely scoliotic spine and the lead moved anterior while driving. The patient had an early lead pull and reported that the pain in her knee was relieved as soon as the leads were removed.